Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture with high impedance measurements thus a revision procedure was performed. At the lead revision when the physician removed the device out of the pocket, she noticed damage to the lead insulation and a conductor fracture in one spot on the lv lead. It was noted that the conductor coils were exposed at that same spot. The physician stated there was a small chance she may have caused the damage while using electrocautery to remove the lead, but still felt that the finding was the most likely cause of the loss of capture and high impedance measurements. It was also noted that the device functions had been deactiveated years earlier when the lv lead issue was initially indentified. The physician had made the choice to deactivate the device since the patient's ejection fraction had gone back to normal. The patient was fine for awhile but then started to go back into heart failure, which was the reason for the revision procedure. During the procedure the lv lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted. No addtiional adverse patient effects were reported.